Event description:
The customer reported to baxter corporate product surveillance a clearlink system extension set, with control-a-flo regulator, that had the flow regulator separate into two pieces during infusion. There is patient involvement; however, there is no patient injury associated with this report. No further information is available at this time.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.